Event description:
It was reported (B)(6) during implantation of the hf sensor, patient's IV lead was dislodged. The patient required additional surgery for lead revision and an extra night in hospital. Reportedly the patient is stable and the issue has resolved. The patient is a clinical study patient.